Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine changeout procedure it was noted the patient experienced infection. The implantable pulse generator (ipg) was explanted and the leads partially explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-03-30: it was further reported that pacing leads were fully extracted during surgery, and new pacing leads and ipg were implanted.